Event description:
It was reported that on (B)(6) 2014, the patient had increased pain and a medial branch block was performed on (B)(6) 2014. The pump was being used to infuse intrathecal hydromorphone ( concentration 4 mcg/ml; daily dose 1.1514 mcg/day), compounded baclofen (concentration 600 mcg/ml, daily dose 172.71 mcg/day), bupivacaine (concentration 20 mg/ml, daily dose 5.757 mg/day) and clonidine (concentration 300 mcg/ml, daily dose 86.36 mcg/day ). On (B)(6) 2014, the patient presented to clinic with uncontrolled pain and no relief with ptm activation. The patient was refilled and rotated from hydromorphone to morphine. The pump was updated on (B)(6) 2014 to deliver morphine (concentration 8 mcg/ml, daily dose 2.7472 mcg/day), compounded baclofen (concentration 600 mcg/ml, daily dose 206.04 mcg/day), bupivacaine (concentration 20 mg/ml, daily dose 6.868 mg/day) and clonidine (concentration 300 mcg/ml, daily dose 103.02 mcg/day). On (B)(6) 2015, a CT myelogram results were insignificant, normal for this patient. An unscheduled clinic or office visit was required as a result of the event. The patient experienced increased sedation following last refill when the hydromorphone was replaced with morphine. The severity was reported as ¿mild.¿ the action taken as a result of the event included reprogramming the pump on (B)(6) 2015. The pump was updated on (B)(6) 2015 to decrease the dose 18 percent to deliver morphine (concentration 8 mcg/ml, daily dose 2.2499 mcg/day), compounded baclofen (concentration 600 mcg/ml, daily dose 168.74 mcg/day), bupivacaine (concentration 20 mg/ml; dose 5.625 mg/day) and clonidine (concentration 300 mcg/ml, daily dose 84.37 mcg/day). The event outcome was reported as resolved without sequelae on (B)(6) 2015. On (B)(6) 2015, a catheter access port (cap) dye study revealed the catheter appeared to have a membranous sheath covering with dye following the catheter down and then flaring at 2 inches below tip. A device diagnosis of catheter occlusion was reported. On (B)(6) 2015, the catheter was repositioned and re-anchored. They initially planned to replace the catheter. During the scheduled post-operative evaluation on (B)(6) 2015, the patient reported increased sedation. The intrathecal (it) doses were not adjusted at the time of the catheter revision. The pump was reprogrammed on (B)(6) 2015. The patient resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient was presented to the clinic on (B)(6) 2014, upon examination she appeared over-medicated. The clinical diagnosis was 'over-medicated'. The patient was reprogrammed as a result. The severity was noted as mild and was listed as not serious. The event was said to be not related to the device. The event had resolved without sequela.

Event description:
Additional information received reported the patient had a clinical diagnosis of intrathecal medication side effects. It was noted that sedation is no longer applicable to the event.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # n284444012, implanted: (B)(6) 2011, product type catheter; product ID 8709, lot # n284444012, implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).